Event description:
It was reported that pump screen remained dark and would not turn on unless button was pressed with extreme difficulty and often required multiple presses, even after pump was removed from case. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed on proper button pressing technique, removing pump from case, putting pump into storage mode, and connecting continuous glucose monitor, and planned to use multiple daily injections as backup therapy while in-warranty pump was replaced, with instructions to program settings into replacement pump and return problematic pump using prepaid label.